Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 03.010.523, lot # l496165, manufacturing site: werk bettlach, release to warehouse date: 24 oct 2017, supplier: n/a, expiration date: n/a. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threaded tip is broken from the device. The broken fragment from the threaded tip was returned and remains on the handle. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [driving cap f/insertion handle] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3. H4. H6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the threaded tip of the device was broken. Based on the provided photographic evidence, it was observed that the broken fragment remains inside the radiolucent insertion handle. The investigation was able to confirm the reported allegation. The reported assembly allegation was not confirmed as the device was not returned for evaluation. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for driving cap f/insertion handle, p/n: 03.010.523, lot: 496165. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.010.523 lot # l496165 manufacturing site: oberdorf release to warehouse date: 24 oct2017 supplier: synthese gmbh a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in australia as follows: it was reported that during surgery on (B)(6) 2023, the surgeon was hitting the driving cap which was connected to the insertion handle, and the driving cap snapped off at the threaded part. The driving cap body fell onto the floor, and the threaded part of it was left stuck in the insertion handle. The patient had a tight isthmus and metaphyseal junction even after reaming, and it was difficult to impact the nail down without the driving cap. The surgeon decided to take the insertion handle off the nail and advance the nail down further by placing the hammer guide into the proximal part of the nail and hitting it with a mallet to advance it 3 cm further. This got the nail exactly where the surgeon wanted it, and he was happy with the rotation of it. Surgery was completed successfully with a 20-minute delay. There were no patient consequences. This report involves one driving cap/threaded. This is report 1 of 1 for (B)(4).